Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing and shock impedance measurements, greater than 3000 and 200 respectively. It was also noted that there was a stored non-sustained event that had rv noise and oversensing. The patient went into clinic where isometrics were done, therapy was turned off, and a kestra vest was fitted. It was noted that a lead fracture was suspected. A revision procedure will be scheduled. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing and shock impedance measurements, greater than 3000 and 200 respectively. It was also noted that there was a stored non-sustained event that had rv noise and oversensing. The patient went into clinic where isometrics were done, therapy was turned off, and a kestra vest was fitted. It was noted that a lead fracture was suspected. A revision procedure will be scheduled. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted due to the aforementioned fracture and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further analysis.